Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter. Product ID: 8709, serial/lot #: (B)(4), ubd: 03-feb-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. On (B)(6) 2020 the patient reported that in (B)(6) 2019 when she got her new pump put in, she was told ¿the old pump was disconnected and not in good shape¿. She stated that with her previous pump she had ¿fallen 3 times and the pain pump got unhooked and the tube was cramped up in my back and I was in a lot of pain and when they took it out when I got my new pump in (B)(6) of 2019 they couldn't believe the shape the pump was in". The patient stated that the 3 falls occurred with her previous pump that was replaced in (B)(6) 2019 and confirmed that it had all happened in 2019; however, when asked when the falls occurred, she stated ¿these falls occurred last year in (B)(6) 2015 and again in (B)(6) and again in (B)(6)¿. No further complications were reported/anticipated.